Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. The 90% stenosed, 2.75x55mm, concentric and eccentric lesion being treated contained a >45 degree bend and was located in the moderately tortuous, moderately calcified right coronary artery (rca). The lesion was predilated with a 2.75x20mm non-bsc balloon, multiple inflations to 12atm. A 2.75x28 promus element plus stent was advanced to the mid distal rca and deployed at 11atm and 14atm with no event. A 2nd promus element plus stent deployed at 14atm overlapping this first stent. Angiography performed after the deployment of the 2nd promus element stent identified a vessel dissection located at the proximal end of the 2.75x24mm promus element plus stent, due to the stent being embedded into a proximal edge plaque. The physician felt the lesion was not covered and placed a 2.75x16mm promus element plus stent inflated to 16atms overlapping from the 2nd to the 3rd stent to cover the lesion. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).